Manufacturer narrative:
The date of the event was reported as potentially "(B)(6) 2019 but they were not sure". Lot number: suspected to be one of three potential lot numbers (dr18a23067, dr19f26019, and dr19h02040). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link non-dehp y-type microbore catheter extension sets separated. It was further reported the extension sets were "pulled apart" while attached to the PICC (peripherally inserted central catheter) line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D10: date returned to MFR (remove 12/23/2019) as no actual sample was received. H3: device returned for evaluation? (Change from yes to no). H4: the potential lot numbers: dr18a23067 was manufactured on 01/24/2018, dr19f26019 was manufactured on 06/27/2019 and dr19h02040 was manufactured on 08/05/2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and the tubing was observed separated from the luer lock. The reported condition was verified. Due to the nature of the sample, no further testing could be performed; therefore, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.